Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch lancet in his lancing device does not fire. The following complaint was classified based on customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6) 2010. It is not known when the patient had tested last and what readings he was obtaining from his meter prior to when the issue started. The cca documented that the patient manages his diabetes with oral medication and insulin injections. The patient confirmed that continued with his usual diabetes medication dose despite the alleged issue. On the morning of (B)(6) 2010, the patient claimed that he developed "blurry vision." However, the patient denied receiving medical treatment since the alleged lancing device issue began. During the troubleshooting session, the cca documented that the patient did not report any misuse on the alleged product. Per protocol, a replacement lancing device was sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.